Event description:
A false motor stall was reported. It was noted that a motor stall and recovery were recorded in the event logs, and that the stall was caused by the patient having had an MRI. Upon interrogation, the pump displayed a tube set message two days after the motor stall had occurred. The possibility of the pump being in telemetry state was discussed and indicated that 'the pump was still pumping, the motor was still running, and the pump recovered like it normally would following an MRI.' A volume discrepancy was reported, and the actual residual volume (4 ml) was noted to be greater than the expected residual volume (1.1 ml). It was noted that the patient did not have any symptoms. The medication used within the system was fentanyl. Additional information as requested but not available at the time of this submission.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Additional information: it was later reported that the patient was "doing fine," and that the healthcare provider "was going to pay attention for any future discrepancies." No further information was provided.